Event description:
Blood was noted coming out from around the balloon proximally. The iab was removed and a second was inserted. On 7/16/97, datascope was notified that the iab was discarded and would not be returned for evaluation. (Event complications: none from the event- reported 7/14/97.) (Pt's current status: unk - rpt'd 7/14/97.)